Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, the pump was returned with a torn keypad cover. The ok and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The ok button contact was observed to be inverted, and the down arrow button contact was found to be damaged. Also unrelated, the audio bolus button was detached/missing. The cartridge and battery caps were not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.